Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. Analysis was unable to verify button error alarm due to blank display. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that they received a button error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer's blood glucose was 212 mg/dl at the time of call. The customer stated that they were able to clear the button error alarm. The customer stated that the buttons were unresponsive. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.